Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating a weak battery alarm on their insulin pump. The patient's blood glucose level was 165 mg/dl at the time of the call. The customer stated that they used new (B)(4) aaa alkaline batteries. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test, off no power, prime/a33 and excessive no delivery tests. No unexpected low battery alarm, no unexpected off no power alarm and no weak battery alarm. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.